Manufacturer narrative:
Bayer radiology qa product analysis received and examined the returned 150-ft-q syringe kit. Visual examination of the returned product confirmed the presence of several particles on the qft in locations either within the fluid path or near enough to allow entry. Dimensional measurement of the particulate found the combined area to be approx 2.0 mm in length and 1.0 mm in width. All other syringe kit components were free of contamination. The fragmented nature of the particles poses a potential risk of injection to the pt. The cause of the reported problem was the introduction of particulate during the mfg process.

Event description:
We received the following info from the site: the site reported that the fasturn 150ml with quick fill tube syringe kit, lot number 143765, had a foreign particle on the qft. This was noticed by the staff prior to filling the syringe; therefore, this was not used on a pt.